Event description:
It was reported that after a lead revision replacing the pace/sense portion of the right ventricular lead, the patient received an inappropriate shock due to oversensing of noise. The impedance on the high voltage coils was also noted to be high, and the lead was suspected to be fractured. During the revision procedure, fluid was noted to be inside the connection. Both the high voltage and the competitor pace/sense right ventricular leads were capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d294trk implantable cardioverter defibrillator 2009-(B)(6); unknown competitor implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Maximum ventricular pace impedance rises from an approximate baseline of 625 ohms the week ending (B)(6) 2013 and varies between 589 and 1672 ohms the rest of the record. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sensing integry count (sic). Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The maximum svc defib impedance rises from an approximate baseline of 660 ohms the week ending (B)(6) 2013 and varies between 65 and 242 ohms the rest of the record. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was variable. The maximum svc defib impedance rises from an approximate baseline of 660 ohms the week ending (B)(6) 2013 and varies between 65 and 242 ohms the rest of the record. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Maximum ventricular pace impedance rises from an approximate baseline of 625 ohms the week ending (B)(6) 2013 and varies between 589 and 1672 ohms the rest of the record. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. A total of 13 non-sustained tachycardia and 1 ventricular fibrillation episode of less than 220 ms cycle length are recorded between (B)(6) 2013. A total of 204 ventricular sic occur since (B)(6) 21013.